Manufacturer narrative:
The reported events were noise and mode switch. As received, a complete lead was returned. The reported event of noise was confirmed. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
Related manufacturing reference number: 2017865-2024-71495. It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission showed that the right ventricular (rv) lead was oversensing noise resulted in pacing inhibition and the right atrial (ra) lead was also oversensing noise resulted in pacing inhibition and inappropriate mode switch episodes. The rv and the ra leads were explanted and replaced. The patient was stable throughout the procedure.